Event description:
During a laparoscopic lobectomy, the lever of the instrument would not work in the middle of the first firing. Seems instrument locked out staples malformed. Another like device was used to complete procedure. There was no reported pt consequence and 1 device is being returned.